Event description:
It was reported the pt's stimulation device was explanted and replaced due to loss of stimulation. The loss of stimulation occurred approx three months ago. The loss of stimulation appeared to be due to lead migration. The pt reportedly failed to recharge the device after she lost stimulation coverage. The pt recovered without sequela following replacement.

Manufacturer narrative:
The device was returned to the MFR for analysis. Device analysis was not complete as of the date of this report. A f/u report will be submitted when device analysis is complete.